Event description:
Customer reported, the system intermittently will not play back cine runs. No pt injury was reported.

Manufacturer narrative:
Customer reseated boards. Cancelled service call. System operates as intended.